Event description:
Customer reported via phone call that they called emergency medical service on (B)(6), 2021 as he experienced low blood glucose. Customers blood glucose was below 20 mg/dl at time of incident. Customers current blood glucose was 119 mg/dl. Customer had passed out and felt unconscious due to low blood glucose. The customer stated that the he had missed meal which may have lead to low blood glucose. Customer treated for low blood glucose with help of paramedics. Customer experienced chest pain and had cardiac arrest and was hospitalize for treatment of cardiac arrest. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode smart guard feature was not active at time of low blood glucose event. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.